Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, low, out of range high voltage lead impedance was observed. No anomalies were seen on fluoroscopy. Programming change was made and a successful dft was performed during device upgrade. The patient is doing fine.